Manufacturer narrative:
(B)(4). Concomitant medical product: stemmed tibial component precoat size 6 for cemented use only catalog #: 00598004702 lot #: 6436795. (B)(6). Report source - foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the articular insert does not fit into tibial base. The surgeon reported that the posterior lock appeared irregular. There was no delay in surgery and no consequence to the patient.. The surgery was completed with another articular insert. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - visual examination of the returned product identified damage to the distal surface (nicked/gouged) and the locking feature (dovetail) was found to be compressed and flared out. - review of the device history record identified no deviations or anomalies during manufacturing. - damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in (lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.